Event description:
Company representative contacted the customer's mother via phone. She reported the insulin pump had alarmed no delivery several weeks ago prior to call but hasn't reoccurred. Customer's called in to report the alarm. Customer's mother declined being transferred to perform troubleshooting because she was driving. Customer's mother is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.